Event description:
Additional information was received indicating that in the surgeon's opinion, the likely cause of the event was patient anatomy and shallow chamber.

Manufacturer narrative:
Additional information received indicating the device causality was unrelated, and therefore, this event no longer meets reportability requirements.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. Additional information has been requested and not received. The device history record (DHR) review did not find any non-conformities or anomalies related to the reported event. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates.

Event description:
It was reported that an intraocular lens was implanted and then removed due to a perforation of the posterior chamber. The lens was cut in half, then removed and replaced with a different model lens of the same diopter. Additional information has been requested.